Event description:
Procedure type: laparoscopic lower anterior resection. According to the reporter: the balloon bust while checking the pt cavity with a camera. The camera was set horizontally to the operating table. A popping sound was heard and the trocar came out from the incision. Broken pieces fell into the pt cavity and were retrieved. Another device was opened and used to complete the procedure. No bleeding occurred. No tissue damage occurred. There was no harm to the pt. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).